Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record for (B)(6) was performed from date of manufacture 02/07/2016 to the present date 10/15/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Customer reported alarm - error codes / messages, alarms error code 354.6770. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported alarm - error codes / messages, alarms error code 354.6770. There was no patient involvement.